Event description:
On (B)(6) 2015, cormatrix cardiovascular became aware of an event involving the use of cormatrix ecm for vascular repair and a reported case of delamination. Details of the event are provided below. It was reported that delamination of the ecm layers was observed during suturing. The patch was hydrated for 5 minutes in saline prior to use. It was reported that the surgeon had almost completely sewn in thegraft, when ripping at the suture line was observed. The surgeon attempted to reinforce with additional suture, but eventually removed the graft and used another product. It was reported that additional surgical time was required in order to remove adn replace the graft. No further complications were reported.

Manufacturer narrative:
The sample was returned for evaluation and received by cormatrix on june 17, 2015. Histology evaluation was performed in the are in which delamination was observed. The sample was sectioned and stained with an h&e and a movat pentachrome stain. Although delamination was observed both macroscopically and microscopically, there was no difference histologically from what is expected. Delamination most likely occurred due to hydration of the patch for 5 minutes, exceeding the recommended hydration time indicated in the IFU of 1-2 minutes. Manufacturing records for lot m15e1118 have been reviewed. There were no deviations or non-conformances found during the review. This is the only complaint associated with lot m15e118 to date.